Event description:
The customer reported that their evis exera iii video system center device had no image; the image was completely black when plugging in multiple scopes. The customer could reportedly see the patient information, but not the image itself when attempting to use multiple other 190 series scopes. Additionally, the customer reported that the narrow band imaging (nbi) would turn on and off by itself. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, neither the image problem nor the self-powering on and off narrow band imaging could be confirmed; these issues could not be reproduced. However, the following additional findings were also noted: worn out video connector latch causing poor connection with pigtails, and customer was running an older version of the software than the current release. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the video connector latch contributed to the reported issue. Olympus will continue to monitor field performance for this device.